Manufacturer narrative:
This report is for eight various screws/unknown lots. Part numbers were provided, but it is unknown which of the screws are involved in the complained event. Part numbers provided: 1 cortical screw 204.050, 1 cancellous bone screw 217.055, 1 cancellous bone screw 217.060, 1 cancellous bone screw 217.065, 2 cancellous bone screw 206.016, 2 cortical screw 204.040. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was operated on three times for ankle arthrodesis and has now taken the surgeon/hospital to court. This report is for eight various screws. This is report 1 of 4 for (B)(4).